Event description:
The patient was undergoing a coil embolization procedure for a patent ductus arteriosus aneurysm using penumbra coil 400 (pc400) coils. During the procedure, the physician noticed that the pc400 coil was partially out of the aneurysm. As the physician attempted to remove the pc400 coil, it unintentionally detached. The px slim delivery microcatheter was removed. The physician attempted to capture the pc400 coil using a snare device; however, the pc400 coil became damaged and unraveled. The physician attempted to remove the pc400 coil by winding the unraveled portion in the snare device, but the attempts were unsuccessful. The physician decided to perform open-surgery to successfully retrieve the pc400 coil.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Manufacturer narrative:
Catalog # corrected from "4006c0820" to 4004c0820.the distributor provided additional information to the manufacturer regarding the patient's outcome on (B)(6) 2015: as of 22 jul 2015, the patient was recovered and discharged from the hospital.